Manufacturer narrative:
Section a2: date of birth, age: unknown/not provided. Section a3a, a3b: sex, gender: unknown/not provided. Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section d6b. If explanted, give date: unknown/not applicable. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an implanted single piece preloaded monofocal intraocular lens (iol) cartridge tip was cracked. There were no patient issues. The iol was fully inserted. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Device evaluation: visual inspection of the complaint device reveal that the handpiece was received with the plunger rod advanced. Viscoelastic residue was observed to be evenly distributed throughout the cartridge. The cartridge tip and cartridge was observed to be damaged. No issues were identified with the lens module, device assembly, and plunger rod advancement. The plunger rod tip was observed to be slightly bent. The complaint issue "dc-cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. The following fields were updated accordingly: section d9: device available for evaluation? Yes, section d9: date returned to manufacturer: feb 19, 2026, section h3: device evaluated by manufacturer: yes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.